Manufacturer narrative:
Complaint conclusion: as reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) leaked during retraction to the arteriotomy. There was no reported patient injury. The device was used in the patient. The device was stored as per labeling and opened in sterile filed. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the black handle, the syringe was connected to the device with the stopcock open. The sealant and advancer tube remained in the manufacturing position as received. The procedural sheath was not returned with the device. Per functional analysis, the balloon of the returned device was inflated with water as per mynxgrip instructions for use (IFU), and a leak was observed in the balloon during the inflation test. Per microscopic analysis, a 4mm longitudinal tear was observed 3 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f2031704 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a 4 mm longitudinal tear at 3 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Patient or handling factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) leaked during retraction to the arteriotomy. There was no reported patient injury. The device was used in patient. The device was stored as per labeling and opened in sterile filed. The device will be returned for evaluation.